Event description:
It was reported that bd connecta¿ plus stopcock w/ 4-way leaked. This was discovered during use. The following information was provided by the initial reporter: material no: 394910 batch no: unknown. It was reported that the staff mixed gelfoam and saline using 2 syringes connected to the stopcock when there was leaking at the connection with the syringes. There was no report of clinical effects nor harm from this event. Although requested, no other information has been received.

Manufacturer narrative:
H.6. Investigation summary: a lot number could not be submitted for this complaint preventing our investigation team from conducting a device history review. Sample was submitted for evaluation and testing, and no abnormalities could be identified in the returned sample despite attempts to identify the cause using leakage testing and microscopic evaluation of the device. Bd nogales can¿t confirm or duplicate this failure mode, because the provided sample don¿t showed the leakage. A possible explanation for this phenomena is the sterilization process of all potentially contaminated devices. The high heat of this process is sufficient to result in the deformation of the septum, potentially sealing any openings that would allow the passage of fluid. Based on investigation results to date, root cause for manufacturing process cannot be determined.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd connecta ¿ plus stopcock w/ 4-way leaked. This was discovered during use. The following information was provided by the initial reporter: material no: 394910 batch no: unknown. It was reported that the staff mixed gelfoam and saline using 2 syringes connected to the stopcock when there was leaking at the connection with the syringes. There was no report of clinical effects nor harm from this event. Although requested, no other information has been received.

Manufacturer narrative:
Additional information: this supplemental is filed to create a link to an MDR filed under manufacturer report number # 9616066-2019-01224. The MDR was filed for leakage of the alaris pump module administration set, but the investigation concluded that it was the bd connecta¿ plus stopcock w/ 4-way that experienced the malfunction.

Event description:
It was reported that bd connecta¿ plus stopcock w/ 4-way leaked. This was discovered during use. The following information was provided by the initial reporter: material no: 394910 batch no: unknown. It was reported that the staff mixed gelfoam and saline using 2 syringes connected to the stopcock when there was leaking at the connection with the syringes. There was no report of clinical effects nor harm from this event. Although requested, no other information has been received.